Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the o2 concentration became unstable. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and a nozzle unit from a gas module was replaced and returned for investigation. The unstable o2-concentration was reproduced during simulated use test of the returned nozzle unit in a ventilator. It was concluded in the investigation that the feather spring on the nozzle unit is the cause to the unstable o2-concentration. The feather spring had been deformed and has an angel that was less than expected. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. No log files have been received.

Event description:
Manufacturer ref. #: (B)(4).